Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s stimulation turned off and she thought it could be connected to going through theft detectors found at retail stores, as she noted that some of the occurrences happened after she had gone shopping. The issue began in (B)(6) and the device had been turned on during exposure. The patient¿s healthcare provider instructed her to contact the manufacturer due to the device not staying on. She was instructed to contact the healthcare provider office back if the manufacturer had not helped her, and she had not called back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.